Manufacturer narrative:
Other relevant device(s) are: product ID: 9733575, serial/lot #: (B)(4), product analysis: both models: connection cabling/hardware damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the external camera cable from the cart had a slice in it. There was no patient present at the time of the event.